Event description:
It was reported that high lead impedance readings were obtained during an initial implant. The hospital did not know the lead came in two sizes (2 mm and 3 mm size electrodes). They opened and implanted the 3 mm sized electrode lead that resulted in high lead impedance which resolved once the nerve was irrigated. The incision site was closed and systems diagnostics were performed again which resulted in high lead impedance. The surgeon re-opened the incision, removed the 3 mm sized electrode lead and replaced with a 2 mm sized electrode lead. When diagnostics were performed after the 2 mm lead was implanted, diagnostic results were within normal limits. The 3 mm lead was discarded in the operating room and will not be returned to the manufacturer for analysis. Good faith attempts to obtain additional information including product serial numbers, exact diagnostic results obtained, and whether or not any additional troubleshooting was performed have been unsuccessful to date.